Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was in good condition and already detached from the pushwire. Additionally, the pushwire found broke on the proximal end with the release wire broken and extending out from the proximal end. The proximal end of the pushwire containing the tack weld replacement crimp was not returned. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The retainer ring found damage. We are unable to definitively determine the cause of premature-detachment; however based on our analysis findings it is possible that the damage retainer ring may have contributed to the event. The cause of damage retainer ring could not be determined. The lot history record review of the reported lot number and the retainer ring lot number showed no discrepancies that may have contributed to the reported experience.

Manufacturer narrative:
The device has been received for investigation and device evaluation is anticipated, but not yet begun. Upon completion of the evaluation a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil was prematurely detached inside the microcatheter. The patient was undergoing coiling treatment of a giant ruptured, amorphous carotid cavernous fistula (ccf). It was reported that first five coils were deployed and implanted successfully in the patient. Reported coil was six in the procedure. When pushing through the microcatheter it was found that the coil was prematurely detached. The microcatheter was removed from the system then the coil segment was removed from microcatheter. Eight more coils were deployed and detached in the ccf successfully to complete the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.